Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited a remaining longevity of 7.5 years after approximately a month of implant. There was a concern the battery was depleting earlier than expected. Data analysis found the device was sensing high atrial rates. Reprogramming to a non-atrial based brady mode and reprogramming atrial sensing to off was discussed. No adverse patient effects were reported.